Event description:
Customer reported via phone that and states that they were hospitalized twice due to low blood glucose readings. Customer does not know whether she wearing the insulin pump at the time of hospitalization. The blood glucose readings were fluctuating.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.